Event description:
It was reported that the patient with this right ventricular (rv) lead experienced infection. In addition, this rv lead exhibited high threshold, a spike in impedance and a noise on the rv channel with isometrics which an indicative of a lead fracture. During the procedure, a visible fracture distal to the access site in the left subclavian vein. With light traction the fracture site was able to be removed from the vascular system. The lead cut near the fracture and the locking stylet was again attempted to be inserted into the lumen without success. The physician then decided to abandon the rv lead. Pocket was irrigated, leads connected to existing device, and inserted into pocket. Generator sutured into place. Lead connections verified with the programmer; incision was closed. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, the returned lead was found to be severed approximately 274 millimeters from the terminal end. A thorough inspection and detailed analysis confirmed the allegation that the lead was difficult to remove, as only the proximal segment was returned. Visual inspection revealed dried blood or body fluid within the lumen and cuts in the insulation, which was damage likely incurred during explant. However, subsequent testing did not identify any product abnormalities that could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced infection. In addition, this rv lead exhibited high threshold, a spike in impedance and a noise on the rv channel with isometrics which an indicative of a lead fracture. During the procedure, a visible fracture distal to the access site in the left subclavian vein. With light traction the fracture site was able to be removed from the vascular system. The lead cut near the fracture and the locking stylet was again attempted to be inserted into the lumen without success. The physician then decided to abandon the rv lead. Pocket was irrigated, leads connected to existing device, and inserted into pocket. Generator sutured into place. Lead connections verified with the programmer; incision was closed. This rv lead was replaced. No additional adverse patient effects were reported.